Manufacturer narrative:
The investigation was based on the description of event and a picture of the displayed error message. Due to the specific failure pattern, downloading a log file was not possible. Based on the investigation, the reported stop of ventilation could be confirmed. The displayed error code ¿wrong start¿ indicates a permanent device failure. In the current case, the device failure was caused by a permanent problem of the internal read only memory (rom), which contains program information for the microcontrollers on the pcb control mainboard. As a result of this failure, a start of the device¿ software was no longer possible and could therefore not be solved by software-controlled restarts. The pcb control must be replaced. In the current case, the required repair measure is pending as the customer has not yet requested a repair. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. This system-reset is combined with an audible and visible alarm of high priority. If the deviation persists and cannot be solved by a software-controlled restart, the "wrong start" information is displayed. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. In the current event, the device reacted as specified; it displayed an error message and generated an acoustical alarm (piezo) to inform the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient, the piezo alarm occurred and the ventilation operation stopped. It was further reported that the patient's oxygen saturation temporarily decreased. The ventilation was continued manually and the patient then recovered. No serious injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that during use on a patient, the piezo alarm occurred and the ventilation operation stopped. It was further reported that the patient's oxygen saturation temporarily decreased. The ventilation was continued manually and the patient then recovered. No serious injury reported.